Manufacturer narrative:
The customer¿s report that the flow stop did not engage was not confirmed but the report of unregulated flow was confirmed. Functional testing of loading and unloading the set from a lab pump module multiple times resulted in the flow stop engaging successfully each time. Although the flow stop engaged successfully, it was observed that fluid below the flow stop would still flow, due to a leak from a hole in the distal smartsite piston. Closer inspection of the hole showed scratch marks on the piston and on the white plastic of the smartsite component. The cause of the unregulated flow is a leak from a hole in the distal smartsite valve piston. The root cause of the hole could not be determined.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the tubing was removed from the pump module, the flow stop did not engage and fluid flowed freely to the patient. The nurse was at the beside, saw the unregulated flow and manually stopped the flow of fluid. There was no report of patient harm.